Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post-operatively. The device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty in getting a full charge with the ipg in the last few months and had to charge more frequently. The physician stated that the battery had reached the length of time that the device has been useful. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Other # field is populated with the di number. Event date: (B)(6) 2016.

Event description:
A report was received that the patient was having difficulty in getting a full charge with the ipg in the last few months and had to charge more frequently. The physician stated that the battery had reached the length of time that the device has been useful. The patient will undergo an ipg replacement procedure.